Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty mpu pcb (microprocessing unit printed circuit board). The mpu pcb has been replaced. Additional: a service history review revealed that this device has been previously evaluated for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the device alarms after infusing for about 10 seconds. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in anesthesia, the process step is unknown. There is no further complaint information available.